Event description:
A technician reported a pt experiencing distorted vision following intraocular lens (iol) implant surgery approx two years ago. The technician reported the surgeon does not believe the lens is defective and the distortion is due to the pt's macular degeneration. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 02/02/2010 and 02/19/2010 by phone, fax, and mail. A completed questionnaire has not be rec'd. (B) (4). (B) (4). (B) (4).